Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the morning, the patient alleged the issue first occurred. The patient reported using no diabetes medications to manage her diabetes. However on (B)(6) 2012, the patient reported having symptoms of "shaking." In response to the alleged issue, the patient reported having more food or drink on (B)(6) 2012. At the time of troubleshooting, the cca documented that the patient was using the correct test strips, and they were not counterfeit. This was not the first time the patient used the subject meter, and there was no misuse of the product. The cca determined the battery did not need to be replaced. Additionally when the cca walked the patient through inserting a new test strip, the meter does not turn on. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.